Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system upgrade procedure. Post procedure, it was revealed that the left ventricular lead exhibited loss of capture. The lead was repositioned on (B)(6) 2020 . The patient was in recovery.

Event description:
New information received notes that the left ventricular lead had dislodged prior to lead revision on (B)(6) 2020.